Event description:
It was reported that pump displayed malfunction code that required customer to contact support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction code appeared again.